Manufacturer narrative:
The field representative reported that this patient at this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which was included within the population of a recent field advisory, had a monitoring battery voltage of 2.71 v after 20 months of implant. It was suspected that this device was depleting prematurely. Three weeks later, it was reported that the device had depleted to 2.67 v. The field representative reported that this patient was followed on the latitude remote patient monitoring system. The device was later explanted on an unknown date. No further information was available.